Manufacturer narrative:
Additional information: according to the information received damage to the active electrode by mechanical stress seems likely. However to determine an exact root cause device investigation on the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance is affected. No redness or swelling at the site has been reported, recent changes in health or medication neither. It is considered to re-implant the user but no date has been scheduled and it is not likely to take place until after january 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected.

Event description:
The hearing performance with the device was affected. No redness, swelling or changes in health or medication have been reported. The recipient has been reimplanted.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition five channels were extra cochlea during explantation due to a post-operative migration of the active electrode out of cochlea. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.